Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt, possibly due to the kink in the coil and the guide wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00968. Reportable based on device analysis completed on 29jan2015. It was reported that the burr's rotational speed was lost. A 1.50mm rotalink¿ burr and a rotawire were selected to treat the target lesion. During the test, outside the patient, the speed was set at 160,000rpm. However, it was noted that the burr lost its speed many times during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that a guide wire could not be removed from the burr.